Manufacturer narrative:
Lot number could not have been used in 2007 as it was manufactured in 2012. Additional info haas been requested for clarification but not provided by the reporter. (B)(4). Event evaluation: still under investigation.

Event description:
A male pt had an initial aneurysm repair on (B)(6) 2007 and the procedure went as planned. The pt was lost to follow up for several years. In (B)(6) 2014, the pt was found and a cat scan was performed showing enlargement of the aneurysm sac. No evidence of endoleak was seen on the cat scan, however, the aneurysm had increased to 16cm diameter. The proximal seal zone appeared to be intact with no evidence of endoleak but the progressive nature of the pt's disease had dilated throughout the whole proximal seal zone. The surgeon decided to extend the iliac leg graft bilaterally and place (aptus) endoanchors in the proximal seal zone. On (B)(6) 2014, the repair procedure was done on the pt placing 4 endoanchors in the proximal seal zone and extended bilaterally with iliac leg graft. During the procedure the pt's blood pressure dropped. A coda balloon was inserted and inflated in the proximal seal zone which stabilized the pt's blood pressure. An angiography was performed and was noted that the contralateral leg graft had lost its overlap on the main body resulting in pressuring in the aneurysm sac. The surgeon had decided to open repair. Several units of blood were given and maintained blood pressure control. During the surgical exposure the pt again became hypotensive. Despite the surgeons best efforts the blood pressure never gain control and after several attempts of gaining proximal clamp control the operating staff decided to terminate the procedure resulting in the pt expiring. The medical examiner was contacted for an exam.